Event description:
It was reported, during the endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician inserted the scope into the gastrointestinal (gi) tract, and once the scope was in the stomach, the doctor and staff noticed the distal end cap came loose and was in the stomach. The ercp scope was removed and an esophagogastroduodenoscopy (egd) scope was inserted into the gi tract. A roth net was used to capture the scope cap, however upon pulling the scope and the roth net out of the patient, the cap slipped in the oral cavity and could not initially be located with a gastroscope or palpation. The patient was intubated and the tip was removed manually. This medwatch is related to patient identifier (B)(6).